Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and battery depletion. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not used.